Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of high out of range shock impedance measurements during shock delivery. The shocks were appropriate and successfully terminated each arrhythmia. Shock impedance measurements were noted to be gradually increasing. Technical services (ts) recommended evaluating this system and reviewing the vector breakdown. If distal coil impedance was found to be high, ts recommended lead replacement. Ts also provided additional troubleshooting options, such as reprogramming and defibrillation threshold (dft) testing. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.